Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not delivering the insulin her blood glucose was going pretty high. Customer changed everything and blood glucose came down, and is normal. Customer declined troubleshooting for high blood glucose. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.